Manufacturer narrative:
It was reported that a procedure is planned to perform soft tissue releases to loosen the knee and to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that a procedure is planned to perform soft tissue releases to loosen the knee and to exchange the poly inserts.